Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 27.5 mmol/l this was because customer had turned bolus wizard feature off and could not work out how to turn it back on. The customer was assisted with troubleshooting. The blood glucose readings were also not transmitting. Customer confirmed that the insulin pump has not lost power and there have been no pump errors. Customer has corrected with the pump and will turn sensor off for an hour to allow the bolus to take effect, then turn sensor back on and try calibrating then if he blood glucose has come back down. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.